Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the display screen on the insulin pump is severly scratched and is difficult to read. Customer's blood glucose reading was 140 mg/dl. Customer reported that he has two infusion sets that will not delivery insulin. Customer reported that the insulin pump alarmed no delivery. Customer stated that he is able to push insulin through the tubing manually, but when he connects it to the site he gets a no delivery alarm. Customer reported that the alarm was resolved by a complete set change. Replacement product is being sent.